Manufacturer narrative:
An investigation was performed in the lab and function tested. The review of the device revealed no breakage and the slide was in end position. The function test revealed no malfunction.. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the most likely root cause was that the user turned the device in the wrong direction until the slide was in end position. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported a distractor would not turn. It was removed and replaced.